Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (essure removal). Essure was removed in (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), pelvic inflammatory disease ("pelvic inflammatory disease") and genital haemorrhage ("heavy abnormal bleeding") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included vulval itching, vulval burning sensation, vaginal odor, itching, yeast infection, sweating, vaginitis bacterial, pelvic inflammatory disease, dysfunctional uterine bleeding, dysplasia, adenomyosis and mood swings. Concomitant products included sertraline hydrochloride (zoloft). On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic inflammatory disease (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia"), vaginal discharge ("vaginal discharge"), dyspareunia ("dyspareunia(painful sexual intercourse)"), migraine ("migraines"), headache ("headaches") and dysmenorrhoea ("dysmenorrhea"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, pelvic inflammatory disease, genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower, menorrhagia, vaginal discharge, dyspareunia, migraine, headache and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, menorrhagia, migraine, pelvic inflammatory disease, pelvic pain, vaginal discharge, vaginal haemorrhage and vulvovaginal pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: results: total bilateral occlusion. Pathology test - on (B)(6) 2016: received in formalin uterus, cervix, bilateral fallopian tubes" is a uterus with attached bilateral fallopian tubes. The specimen in aggregate is 123 g. The uterus is 9 cm in length x 6 cm from right to left and 5 cm from anterior to posterior. The serosal surface is tan-pink and smooth. The squamocolumnar junction. The endocervical mucosa is tan-yellow to pink and has the usual folds. The endometrium is sloughing, pale tan-yellow to red-brown, slightly granular and up to 0.3 cm thick focally. There are no endometrial or endocervical polyps identified. The myometrium is up to 2.3 cm thick, tan-yellow to pink and coarsely trabeculated with ill-defined submucosal, focally bulging areas. These areas contain multiple blood-filled cysts which are up to 0.1 cm in diameter. The ill-defined areas are up to 2.0 cm in greatest dimension. The bilateral fallopian tubes each have an essure wire inserted at the proximal portions. Sectioning away from the wire reveals no gross lesions. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, dysmenorrhea, vaginal discharge, pelvic pain, abnormal and vaginal bleeding and the following one was described in patient's medical record: pelvic inflammatory disease. Most recent follow-up information incorporated above includes: on 27-nov-2018: new medical record received. Event added from medical record-pelvic inflammatory disease. Concomitant conditions and new reporters added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Concomitant products included sertraline (zoloft). On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia"), vaginal discharge ("vaginal discharge"), dyspareunia ("dyspareunia(painful sexual intercourse)"), migraine ("migraines"), headache ("headaches") and dysmenorrhoea ("dysmenorrhea"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on 28-nov-2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower, menorrhagia, vaginal discharge, dyspareunia, migraine, headache and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, vaginal discharge, vaginal haemorrhage and vulvovaginal pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received: event dysmenorrhea, vaginal bleeding, vaginal discharge, menorrhagia, migraine, headache added. Reporters, concomitant medication added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.